Event description:
During cardiac catheterization prodcedure the balloon catheter would not pull back into the guide catheter. The whole system was removed. Upon inspection of the guide, it was noted the balloon had winged so it was unable to withdraw into the guide catheter. Pt developed chest pain, and abrupt closure occurred. A perfusion balloon was placed in the pt and pt was taken to surgery where an emergency CABG was required.